Event description:
It was reported that the patient was not getting any coupling bars. It was noted the implantable neurostimulator (ins) was charging but was displaying no coupling bars. The patient was recently implanted the wound still had staples. Antenna locate was used and the highest number was 38.the caller discussed possible fluoro to assess whether the ins was flipped. The patient first attempted to recharge one day prior to report and called on the date of report. Additional information received reported that an x-ray was performed on (B)(6) 2013 and the ins looked to be implanted properly. It was noted that no malfunctions were seen or known to be the cause. It was noted the patient could not charge normally. More troubleshooting was planned for when patient has staples removed. It was hoped at that time that any swelling that may have been present would be diminished and would improve charging. There were on interventions taken or planned as of (B)(6) 2013. Additional information received reported that the patient was waiting for a pocket revision to move the ins more superficial. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).